Manufacturer narrative:
Follow-up #1 date of submission 10/29/2015-product analysis: the device was returned and evaluated by product analysis on 10/20/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. There was no evidence of a shortened battery life issue in the pump¿s black box data. There was evidence of installation of partially discharged batteries. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.